Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and was not able to reproduce the alleged malfunction. However, review of the fault logs showed that an autofill failure alarm was generated on the event date stated by the customer. The stm performed all functional checks and calibration verification. The iabp passed all testing. However, the stm found the batteries were depleted and not charging. The stm replaced the batteries per the customer's request. He also replaced the blood back tubing filter as a precaution to avoid any condensation issues. The iabp was then released back into clinical use.

Event description:
The customer reported that while the cs300 intra-aortic balloon pump (iabp) was on a patient it generated multiple autofill errors, the customer removed this cs300 iabp and replaced it with another iabp. No patient injury or adverse event was reported. During the service of the pump in the facility biomed department, the biomed also found two autofill error codes.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that while the cs300 intra-aortic balloon pump (iabp) was on a patient it generated multiple autofill errors, the customer removed this cs300 iabp and replaced it with another iabp. No patient injury or adverse event was reported. During the service of the pump in the facility biomed department, the biomed also found two autofill error codes.